Event description:
Reporter alleged blood glucose device generated a result outside the reading range of the meter. It was stated glucose read >600 mg/dl, however, no specific value was provided. No treatment was rec'd or actions taken reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.